Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was unknown. The customer mentioned they were stressed, thirsty and they had a headache, but no injury or permanent damage occurred. A correction food bolus was delivered to address bg. The customer will contact tandem technical support if they need further assistance. No additional patient or event information was available.